Manufacturer narrative:
This report is for an unknown screw /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent an anterior cervical discectomy and fusion (acdf) at c4-c5 to revise the peek cage/plate, screws as well as graft that was migrated anteriorly due to pseudarthrosis/failed fusion. Moderate spur to the left at c4-c5. The initial screws were placed into soft osteophyte bone and not hard cortical cancellous bone which affected the initial construct and fusion. The patient experienced numbness in the trapezius muscles and left shoulders, weakness, laryngeal trauma, sore throat and unable to relieve pain. The patient was given a sterapred as well as some norco to relieve pain. The surgeon did not believe the device were the cause of the failure. The date of the original implant was on (B)(6) 2018. It is unknown if there was a surgical delay. Procedure outcome and patient status were unknown. This report is for one (1) screw. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The implant(s) was not returned and instead will be done based on the supplied image(s) from the attachments located in notes & attachments section of the product complaint. The image(s) (6 total) was reviewed and the complaint condition for migration could be confirmed as two of 6 images image(s) showed both the cage and screw migrated anteriorly. As the implant(s) was not returned an as received, dimensional, material or drawing reviews are not applicable. A manufacturing record evaluation could not be performed as the lot number could not be determined from the supplied image(s). No definitive root cause was able to be determined as the circumstances surrounding the event are unknown. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.